Event description:
The customer's husband initially called to report a motor error alarm. During the call, the customer began acting incoherent. The customer's blood glucose was taken, and the reading was 20 mg/dl. The customer started jerking, and became unresponsive. The paramedics were called, and she was taken to the hospital for treatment. It was also stated that the customer was hospitalized on (B)(6) 2012 due to diabetic ketoacidosis after her dentist gave her too much antibiotics. Troubleshooting was performed, and the insulin pump was programmed correctly. Found multiple motor error alarms in the alarm history. The insulin pump passed the prime test, but the caller did not want to troubleshoot further. The caller stated that the insulin pump is now giving another alarm. In addition, the caller reported cracks on the insulin pump casing. Advised the caller that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.